Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.00/+1.5/071 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient experienced low vault, lens remains implanted. It was reported that a lens exchanged is planned. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5:the reporter indicated that a 13.2mm, vticm5_13.2, -9.00/+1.5/071 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchanged resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).